Event description:
Inpact admiral drug coated balloon ruptured during procedure; when retrieved, angioplasty balloon identified as not intact. Validated partial fragment of balloon in the patient via fluoroscopy. Procedure peripheral angiogram with intervention performed, to include retrieval of fragmented angioplasty balloon with use of a snare.